Event description:
Implant failed to osseointegrate.

Manufacturer narrative:
Record was cancelled incorrectly due to a clerical error. No injury occurred.

Event description:
Implant failed to osseointegrate.